Manufacturer narrative:
This device is not approved for use in the united states. (B)(4). This part is not approved for use in the united states; however a like device catalog # 9170730, 510k # k030601 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # su63, expiration date 5/26/2018 and lot # pm28, expiration date 10/31/2016. Manufacture date for lot su63 is 4/20/2010; manufacture date for lot pm28 is 9/17/2008. A review of the device history records for both lots did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that during insertion, the interbody device broke in the intervertebral space (l4-l5). The broken piece was left in place because it was too complicated to remove it.